Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep in (B)(6) that during an arthroscopic shoulder stabilization procedure on (B)(6) 2021, it was observed that the tip of the anchor on the lupineloopplus anchor w/oc ds device was bent. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a folow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary :according to the information received, it was reported that anchor tip bending. The complaint device has not been returned, therefore unavailable for a physical evaluation. However, a photo was provided. The visual inspection revealed that the anchor was bent mid-body, confirming this complaint. A manufacturing record evaluation was performed for the finished device lot number:8l17221, and no nonconformances were identified. The photo do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. Our results indicate that this batch of product was processed without any incident elated to the reported problem, and therefore there is no internally assignable cause for the reported problem. The storage conditions of these devices are unknown, and it is possible that they were exposed to high temperatures probably during transportation/ storage/ trunk stock resulting in the anchors to bend. This product should be stored in a cool dry place (below 80°f or 26°c), away from moisture and direct heat per IFU-108805. There was no information provided regarding this condition. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information received, it was reported that anchor tip bending. The product was returned to mitek for evaluation. Mitek then conducted visual inspection of device received. The visual inspection revealed that the anchor was bent mid-body, confirming this complaint. No anomalies were found in the suture. A manufacturing record evaluation was performed for the finished device lot number:8l17221, and no nonconformances were identified. A further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of 298 devices that were released to distribution. The storage conditions of these devices are unknown, and it is possible that they were exposed to high temperatures probably during transportation/ storage/ trunk stock resulting in the anchors to bend. This product should be stored in a cool dry place (below 80°f or 26°c), away from moisture and direct heat per IFU-108805. There was no information provided regarding this condition. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.